Event description:
The patient reported that they have constipation as of 7-10 days prior to date notified, and bleeding of the bladder as of maybe 3-4 weeks prior to date notified. It was stated they suddenly started bleeding quite heavily in their urine, and the healthcare provider (hcp) believes it is due to a bladder infection. The manufacturer representative (rep) had increased stimulation to 4.2 which the patient felt strong and comfortable. A couple of CT scans and a scope were done but nothing was found that would have caused the bleeding. There were no falls or trauma related to this issue. The patient's cardiologist put the patient on blood thinners, and the patient has an appointment with their hcp today to decide if they are able to do the cardio version. The patient also had atrial fibrillation and had shortness of breath with a flutter in (B)(6) 2016, and a couple of CT scans were done to monitor their health. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he saw his healthcare professional (hcp) and was prescribed to take a double dose of his lasix, and the patient stated it helped with the constipation. The patient mentioned he had other cardiology issues, but was working with a cardiologist. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.